Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.